Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Investigation showed the patient had removed the mains connector from the bed, stripped back the wiring, attached the live and neutral wires to his head using wet tissue and secured with a bobble hat. The patient then turned on the mains, effectively electrocuting himself, then lay on his bed. The care staff isolated the mains, removed the wiring from the patient and administered medical care. No trend for the problem under this investigation is observed. This complaint is treated as a single event. Any alterations of this kind are on arjohuntleigh devices are not allowed by the instructions for use. It appears clear from the information received during an on-site visit with the customer by one of our representatives, that the damage to cable and the actions that followed it were made with intent and purpose. Therefore this failure is not considered as a failure of the device to meet its performance specifications. The arjohuntleigh device has played a role in the event, as it was used for patient treatment. The failure was not related to device malfunction. The complaint is reportable due to the fact that the patient sustained injury in the course of his actions.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The conclusions will be sent after manufacturers investigation completion.

Event description:
On 2017-jan-16 arjohuntleigh received a complaint with regards to an incident where arjohuntleigh device was involved. Service user (it was not confirmed that this is one of arjohuntleigh employees) stripped the bed connector from the orange mains cable of the hospital bed (enterprise 5000) by allegedly biting the cable, taking off the end connector and exposing the wire. He then attached the wiring to a hat, and before putting the hat on his head, he plugged the cable into the mains supply. This caused serious burns to both sides of his head into his hairline. This person was found by staff that activated alarms for assistance, turned off the electrics and removed his hat. The duty doctor attended the ward and treated the service user. The service user is now under observation with regards to his mental health condition on another electric bed with the mains cable removed.